Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: breakdown of the 29 events of is as follows: iol torn 1, cosmetic 5, haptic damaged 9, lens damaged 9, haptic detached 2, cosmetic, packaging 1, cartridge crack, lens damaged 1, cosmetic, folding issues, improperly loaded 1, serial numbers of suspect products: (B)(4). Site address: for the sn starting with 9 the manufacturing site address is as follows: (B)(6). 13 investigations were completed and 16 are pending for the time period. From the 30 investigations: no product returned 6, lens cut, cosmetic 1, haptic detached 2, lens cut 2, no issues identified 2, in the investigation it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 29 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: there were 12 investigations completed during this period. Breakdown of 12 investigations with their respective serial numbers are as follows: (B)(4) no issues identified .(B)(4) no product returned. (B)(4) no product returned. (B)(4) no product returned .(B)(4) lens cut, cosmetic, haptic detached. (B)(4) no product returned .(B)(4) no issues identified. (B)(4) haptic detached, lens damaged. (B)(4) no product returned. (B)(4) no issues identified. (B)(4) no product returned .(B)(4) no product returned. The investigation it concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional information: there was 1 investigation1 completed during this period. Breakdown of 1 investigation with respective serial numbers is as follows: (B)(4) no product returned. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.